Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components, 2 devices had short components. The devices were repaired and returned. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported there was accessible ac shock. There was no patient involvement.

Manufacturer narrative:
The six remaining devices were evaluated and the investigations were completed; it was determined there was not accessible ac current. B5 has been updated to indicate 4 devices experienced the reported issue, not 10.

Event description:
This report summarizes 4 malfunction events, where it was reported there was accessible ac shock. There was no patient involvement.